Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: osteoporotic vertebral compression fracture levels implanted: l3 it was reported that, intra-op, the inflatable bone tamp(ibt) ruptured during inflation. The procedure was completed successfully with the original product. No patient complications were reported.